Event description:
The customer reported to siemens that erroneously depressed carbon dioxide, concentrated (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who did not question the results. The sample identifier (B)(6) was reprocessed on an alternate atellica ch 930 analyzer and the sample identifier (B)(6) was reprocessed on the original atellica ch 930 analyzer. The reprocessed results obtained were considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed carbon dioxide, concentrated (co2_c) results obtained on two patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were out of range after the erroneous result(s) was obtained on the event date. The customer stated that they loaded a new reagent pack and recalibrated, and the qc was acceptable after recalibration. Siemens reviewed the instrument data and observed a pattern of decreasing milli-absorbance units (signals), these values are typically consistent for each analyzer, even when lots of reagent and calibrators changed. The pattern of decreasing signal values is associated with poor quality water, most often low resistivity, from the distilled water system which feeds the instrument. Co2_c qc and patient results will fluctuate when water quality is unstable. Calibrations will temporarily compensate for the condition of the water, but as it changes, co2_c recovery also changes. Siemens further evaluated and determined that the probable cause of the erroneously depressed co2_c results is poor water quality produced by the laboratory distilled water system. Maintenance on the system followed by a co2_c calibration resolved the co2_c performance issue. The instrument is performing according to the specifications. No further evaluation is required.